Event description:
It was reported that the patient requested a pocket revision due to shoulder discomfort associated with the implantable cardioverter defibrillator (ICD). The patient's ICD was successfully explanted and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of an adverse event due to patient condition was not confirmed by analysis. Final analysis did not find any anomalies.